Event description:
Pt was at cardiac rehab when his driveline became disconnected from heartware lvad. He was in changing room when this happened. Vad team contacted, and on phone with wife, however staff / wife on scene unable to reconnect driveliine. Pt suffered cardiac arrest, vad was unable to be reconnected by ed/ ems staff. Pt was transferred to (B)(6) hospital after being resuscitated. He expired after care withdrawn by family.